Event description:
It was reported that the insulin pump was beeping and vibrating and received a motor error alarm. It was also reported that the display was blank; the screen reappeared afterwards. Customer was trying to deliver an insulin bolus when the screen went blank, when customer got home 5 or 6 minutes later, the motor error alarm occurred and it is beeping every 3 or 4 minutes. Blood glucose is 10.1 mmol/l. Customer does not use the sensor feature and the device can be rewound. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.